Manufacturer narrative:
Combination product: yes due to additional information received, the complaint event was reported in error, as it never happened. Therefore, no investigation was performed and the case is closed.

Manufacturer narrative:
Combination product: yes. Due to additional information received, the complaint event was reported in error, as it never happened. Therefore, no investigation was performed and the case is closed. Due to additional information received after closing the case, the complaint had to be re-opened. The original event reported by the hospital did occur. The (B)(6) 2023 information provided by the sales organization that the event was reported by accident and it never happened, was wrong. However, only the product name (i.e., no size, no lot, no ref) and an event description were finally provided. The event date was not reported. The complaint instrument was not returned. Images of the case such as angiographies could also not be obtained. Therefore, no complaint investigation could be performed.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent came off the balloon. The incident occurred at end of (B)(6) 2023. Further information is requested.